Event description:
The patient was implanted with a herniamesh t-sling lot n.a. On (B)(6) 2007. Many years later legal complaint states that the patient suffered severe and personal injuries, which are permanent and lasting in nature, physical pain and mental anguish, including diminished enjoyment of life, financial or economic loss. No further information has been provided.